Event description:
It was reported that during preparation for implant, the device was unable to be interrogated. The patient had not yet entered the procedure room. The device was not used and another device was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate could not be confirmed. The device was received with an error message screen upon interrogation. Device image indicated the battery voltage was at end of service (eos). Analysis performed, including a software investigation, indicated the device was working as designed in displaying the message because the device is in shipped settings with a status of eos. The root cause for the eos was identified to be the incorrect programming of battery slope trim resulting in calculated voltage being lower than the actual voltage. Tests showed actual battery voltage to be at normal level. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. An error message being displayed on the programmer when interrogating the device was confirmed. Based on the information provided, it was determined that the programmer software was working as designed and displaying this message because the device is in shipped setting with a status of eos, indicating it is not good for implant. The root cause was identified to be the incorrect programming of battery slope trim resulting in calculated voltage being lower than the actual voltage, moving the device to eos status.